Manufacturer narrative:
This report is being filed to correct the submitted in the supplement 1 of the MDR as this event is being categorized as a reportagainst the trima equipment, not the disposables set.corrected information for b.5:the following statements provided in b.5 of supplement 1not longer apply for this event "the platelet collection set is not available for return because itwas discarded by the customer." And "this product is not available within the us, but this report isbeing filed due to an alleged failure that could occur on a similarly marketed device platformcleared for use by the FDA."

Event description:
Per customer,the units were released to hospitals after the laboratory sufficiently reducedthe wbc counts; however, it is unknown if they were transfused.the platelet collection set is not available for return because it was discarded by the customer.this product is not available within the us, but this report is being filed due to an alleged failurethat could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide in investigation: further evaluation of this event has determined that the device did not causeor contribute to a death or serious injury, nor is there a likely potential for death or serious injuryassociated with this event based on additional investigational information. During customer followup, it was confirmed that the the wbc count is below the specified limit for a triple platelet unitof 1.2x10^6.the run data file (rdf) was analyzed for this event.a review of the device history record (DHR) for this unit showed no irregularities duringmanufacturing that were relevant to this issue.root cause: run data file analysis did not show a conclusive root cause for the higher thanexpected wbc content in the platelet product reported for this procedure. Alerts that couldcontribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or¿rbc spillover¿, were not generated in this run data file. There were no events (alerts,adjustments, changes in pump speed, substate changes, etc. During the collection that couldhave caused wbcs to escape from the lrs chamber. As the rbc detector cannot count the cellspassing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbcdetector signals must see a significant change in the reflectance values. In this procedure, rbcdetector reflectance signals did not indicate that wbcs were escaping the lrschamber. Therefore, the run data file reported that the platelet productcould be labeled as leukoreduced. It is also possible, though not conclusive, that thisleukoreduction failure may be donor related.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event.